Event description:
The customer stated that the central monitoring system (cns) had an intermittent "display setting failed" message. He treidd to fix it by reinstalling in the driver and adjusting the resolution. However, the cns now has a yellow tint on the monitor. Reference MFR # 8030229-2015-00091.